Manufacturer narrative:
The pump functioned properly during the rewind, basic occlusion, occlusion, prime, excessive no delivery, displacement, self test and all operating current measurements. The pump alarmed unexpected restart after battery change causing to reset the pump settings due to a faulty component on the interface board. No external ram crc error alarm was noted during testing. The pump was received with minor scratches on the display window, a cracked case at the display window corners, a cracked reservoir tube lip, cracked battery tube threads, a bleeding spot on the middle of the lcd glass and a stripped battery cap coin slot.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that the device alarmed unexpected restart alarm and signal too low alarm. Customer's blood glucose was unknown. After troubleshooting, customer was advised the device will be replaced. Customer agreed to return the device for analysis.